Event description:
During an attempted left stereotactic brain biopsy with left laser interstitial thermal ablation, the laser was not operational despite multiple attempts to fix by our monteris representative. After investigation, the failure occurred due to cim pcm (protection circuit module) assembly was not supplying 24 volts to the laser device, signal conditioner and other devices. The procedure was aborted. There was no harm to the patient. The patient will be rescheduled for surgery after laser repairs are completed.